Event description:
It was reported that on (B)(6) 2011 the patient obtained blood glucose result of 300 mg/dl and she was experiencing the symptoms of nausea and vomiting. The patient received treatment of insulin via a syringe from her cde. The patient's mother reported the pump was intermittently powering off for two days. The patient's school teacher noted hearing multiple pump alarms indicating an empty cartridge. On (B)(6) 2011 the patient's infusion set was changed and the cannula was bent. Troubleshooting revealed the battery cap had not been replaced for more than thirteen months, and it would not securely tighten onto the pump. No other damage to the pump was noted. The patient's technique was incorrect by not replacing the battery cap every six months as recommended by the manufacturer, and the infusion set cannula was bent. The patient allegedly suffered elevated blood glucose readings and symptoms suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.